Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics inc field service engineer dispatched to the account could not identify a definitive root cause for the issue. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a lower result was obtained. The patient was admitted. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.